Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. The customer was uncertain as to how the screen became cracked, but states that the pump is worn inside a pocket and may have hit machinery while the customer was at work. Reportedly, the pump was no longer functional. The customer's blood glucose level was 142 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.